Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenoscope was reprocessed in a reprocessor with a water filter that had not been replaced in a about a year. The issue was found during inspection for use. There were no reports of patient harm.